Event description:
The complaint is reported as: there were several pieces of plastic broken from the base of the laryngoscope. The reported defect was found inside of the packaging and prior to use on patient.

Manufacturer narrative:
The sample was received and visual inspection was performed. The blade was observed to have a broken plastic base and pipe light. Dimensional and functional inspections of the product involved in the complaint were not conducted since the complaint was not related to a dimensional and functional nonconformity. A root cause could not be established. The circumstances of the packaging, shipping and handling of the device is unk; therefore, it is unk if this contributed to the reported defect. No corrective preventative actions will be assigned. There will however be continued monitoring and trending related to this complaint.